Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high atrial threshold. The right atrial (ra) lead also exhibited possible undersensing on current egm (electrogram) and there are small p-waves. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed to a non-atrial mode. The atrial lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an extreme rise in atrial capture management threshold and complete loss of atrial sense. A possible atrial lead dislodgement was suspected. The atrial lead remains in use. No patient complications have been reported as a result of this event.